Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds associated with a perforation. The lead was then surgically abandoned. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported